Event description:
The customer reported systems alarm is sounding intermittently. The transformer needed to be strapped due to flux in line voltage. No pts were injured.

Manufacturer narrative:
A ge service rep transformer was strapped previously for 113vdc due to average incoming line voltage of 112vdc. Once onsite the facility average voltage was 120vdc, re-strapped voltage to 119vdc. System is now working as intended.